Event description:
It was reported that the left ventricular (lv) lead was attempted but not used during the implant procedure. The lead exhibited high thresholds and was difficult to place. The lead was removed and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.